Manufacturer narrative:
(B)(4). (B)(6). The device history record has been reviewed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the monomer liquid could not be sucked into the cartridge. It ran out on the side.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An investigation has been performed, consisting of a documentary review and a product analysis. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. The returned item has been inspected according to an internal checklist, as part of our documentation process, which describes the different items to review. No non-conformity has been detected which could be linked to the issue. With the available information, the most likely root cause of the event is a premature stop of the vacuum by the user. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the monomer liquid could not be sucked into the cartridge. It ran out on the side.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.